Manufacturer narrative:
Investigation included technical troubleshooting by customer care and arrangement for device replacement and return for analysis. Investigation of this case revealed a suspected motor stall during priming and rewind that prevented completion of setup. It was concluded that the device experienced a motor stall that impeded operation and a replacement was provided.

Event description:
It was reported that the ilet device issued repeated motor stall alerts during setup and rewinding after priming while the user was on a g6 sensor and inset 6 mm infusion set, and the agent attempted a restart and dry run without resolving the issue. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included interruption of insulin delivery that required the user to rely on backup therapy.